Event description:
Hamilton medical ag received the following incident description:red ip's alarm light not working.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). **UDI related data quality updates only** field d4 were updated with full UDI information as requested.

Event description:
Hamilton medical ag received the following incident description:red ip's alarm light not working.